Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Sub-flush staple pushers were noted. Damage to one staple pusher was noted. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagus resection. The stapling devices were being used for stapling the duodenum. There was poor staple formation. The stapler pushed the tissue in front of the knife causing excess tissue damage. The staple line was incomplete at the proximal end. There was unanticipated tissue loss as a result of this problem. In order to correct the excess tissue damage and incomplete staple line, the procedure was converted to open, the damaged tissue was cut away and created a new anastomosis. The anastomosis needed to be remade. The incision was extended by more than one inch. The surgical time was extended by more than thirty minutes. Patient status at time of this report : healthy.